Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018 customer¿s blood glucose level was 366 mg/dl at the time of incident. Customer¿s current blood glucose value was 356 mg/dl. Customer treated with insulin pump and injections for high blood glucose. Customer stated that the drive support cap was normal. The product will not return for the analysis.